Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.50 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem. In the reporter opinion the cause of this event was unknown.